Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately one year five months post filter deployment, the patient presented for retrieval of the filter. Through the internal jugular vein, snare was placed around the hook of the filter, and an attempt was made to advance the sheath over the filter to retrieve it. The filter was unable to be retrieved as it was firmly attached to the vena cava walls. Subsequent venacavagram revealed no thrombus on the filter and a completely normal appearing filter that seemed to be fully intact. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4(expiration date: 06/2015), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of dvt and pe presented for vena cava filter placement. The right common femoral vein was accessed and a venacavagram was performed. The ivc was widely patent, of normal caliber and without aberrant venous anatomy. The filter was successfully deployed below the level of the renal veins without incident. A post procedure venacavogram demonstrated the filter to be in good position and well centered. The patient tolerated the procedure well and there were no immediate complications. Approximately one year five months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the internal jugular vein and a venacavagram was performed showing no thrombus on the filter and a completely normal appearing filter that seemed to be fully intact. Exchange was made for the retrieval sheath with a loop snare. The snare was placed around the hook of the filter, and an attempt was made to advance the sheath over the filter to retrieve it. The filter was unable to be retrieved as it was firmly attached to the vena cava walls. There was concern for damaging the vena cava so the procedure was stopped and the decision was made to leave the filter in place. The filter did not appear to be fractured and had no apparent thrombus on it. The sheath was removed, hemostasis was excellent and the patient was taken to the recovery room in stable condition. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year five months post filter deployment, a retrieval attempt was made, however the filter could not be retracted into the removal sheath. The filter was not retrieved. Based on the provided medical records, the investigation is confirmed for difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately five months post vena cava filter deployment for a history of dvt and pe, the patient presented for retrieval of the filter. Despite multiple attempts using a snare, the filter was unable to be retrieved. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with history of dvt and pe presented for vena cava filter placement. The right common femoral vein was accessed and a venacavagram was performed. The ivc was widely patent, of normal caliber and without aberrant venous anatomy. The filter was successfully deployed below the level of the renal veins without incident. A post procedure venacavogram demonstrated the filter to be in good position and well centered. The patient tolerated the procedure well and there were no immediate complications. Approximately one year five months post filter deployment, the patient presented for retrieval of the filter. Access was gained to the internal jugular vein and a venacavagram was performed showing no thrombus on the filter and a completely normal appearing filter that seemed to be fully intact. Exchange was made for the retrieval sheath with a loop snare. The snare was placed around the hook of the filter, and an attempt was made to advance the sheath over the filter to retrieve it. The filter was unable to be retrieved as it was firmly attached to the vena cava walls. There was concern for damaging the vena cava so the procedure was stopped and the decision was made to leave the filter in place. The filter did not appear to be fractured and had no apparent thrombus on it. The sheath was removed, hemostasis was excellent and the patient was taken to the recovery room in stable condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately five months post vena cava filter deployment for a history of dvt and pe, the patient presented for retrieval of the filter. Despite multiple attempts using a snare, the filter was unable to be retrieved. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.